Event description:
A pump malfunction was reported with an error code, but the details were translated for clarity. No impact on the customer's blood glucose level was reported. Further follow-up actions were intended by technical support to address the issue. Follow up attempts where made patient unavailable.